Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during IV removal in the post-anesthesia care unit; a portion of the plastic IV catheter broke off and remained in the patient. The patient was referred to the emergency department for evaluation, where imaging did not identify a retained foreign object, and was subsequently referred to a vascular surgeon for further assessment. There was patient involvement and reported harm.

Manufacturer narrative:
D8: updated. H1, h3 and h6 codes: updated. Two photo samples were received, but no physical sample was returned for evaluation. The lot history was reviewed, and no nonconformities were identified that could have contributed to the reported complaint. Visual inspection of the submitted images showed one catheter tube severed approximately one-third of the length from the bevel tip. The photos are consistent with the complaint description. However, due to the resolution of the images, the root cause could not be determined.